Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard drive was replaced and the sys software was reloaded. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the monitors were malfunctioning and that the sys was not saving images. No pt injury was reported.